Event description:
It was reported that the patient presented to the clinic. Upon device interrogation, the right ventricular (rv) lead was found to be dislodged. The rv lead was subsequently explanted and replaced. The patient remained stable throughout the procedure.

Manufacturer narrative:
Further information was requested but was not received.